Event description:
The patient contacted animas on (B)(6) 2014 reporting that they attempted to prime and received a call service alarm during the prime. The patient stated that they had a occlusion with the bolus, feel asleep and woke up with a blood glucose (bg) of 560mg/dl. The patient refused to provide product information. This report is being made due to the hyperglycemic event the patient experienced due to an alleged call service alarm issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.